Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained sensor scan of 404 mg/dl and experienced symptoms of headache, nausea, body/stomach pain, red swollen eye, and lost consciousness. The customer was seen by a healthcare professional who obtained reading of 34 mg/dl on their meter and provided unspecified treatment. The results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant. No additional information was provided. There was no report of death or permanent injury associated with this event.